Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred on a trilogy evo device. There was no serious patient harm or injury that occurred or was reported. During the evaluation at the manufacturer's service center, the ventilator inoperative condition was confirmed. The device powered on and the ventilator inoperative alarm was duplicated. The service technician states that a ventilator inoperative error relating to 'nvdata corrupt' was found in the device's error log. The eeprom data on the system printed circuit assembly (pca) board was corrupted. The service technician states that the system pca was replaced to resolve the issue. Additionally, final testing, battery check, valve check, run in testing, and cleaning were performed. The unit operated properly.